Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving 250 ml of an unspecifed concentration of taxotere. After an unspecified length of time in use, the pt noted leakage from the drip chamber. It was reported that 20 ml to 25 ml remained in the container at the time the leakage was noted. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.